Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Drive feature was worn / damaged. Functional testing with an in-house screw verified no malfunction. Also, no malfunction when seating an in-house abutment. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 37 (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that improper technique and overloading may lead to device failure. DHR review: DHR review was completed for the subject lot number (2021010141). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021010141) for similar events and no other complaint was identified. Review completed utilizing keywords: 'damaged drive feature.' Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or product (bost410). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported mechanic failure. The internal thread seems to be damaged when placing the implant at tooth site 37. Procedure has been completed with a new implant.